Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the customer's maintenance actions.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The customer reassembled the electrodes and performed manual cleaning maintenance on the ise tower. Afterwards, they repeated the samples and obtained results consistent with the other analyzer. No specific data was provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer after the electrodes were replaced. Example 1 initial sodium result was 127.7 mmol/l, and the repeat result on another integra analyzer was 138.5 mmol/l. Example 2 initial sodium result was 127.7 mmol/l, and the repeat result on another integra analyzer was 142.6 mmol/l. Example 3 initial sodium result was 126.2 mmol/l, and the repeat result on another integra analyzer was 137.1 mmol/l.